Manufacturer narrative:
As reported, the pre-shaped mesh tore while suturing. It is unclear what may have caused the issue to present as reported, the subject device has not been returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 999 units released for distribution in january 2023. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during placement of the pre-shaped mesh, the suture used to fix the plate (mesh) tears the plate (mesh). There was no reported patient injury.